Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range and had gotten wet before the alarm occurred. The customer's blood glucose was 130 mg/dl. Reportedly, the altitude alarm was ultimately cleared by reloading the cartridge.